Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer report blank display troubleshooting was performed at the time of call no medical intervention was reported. However, the customer will discontinue using the device and follow the health care professional guidelines